Event description:
Customer states blood glucose values are not in the device memory and that values in memory are incorrect. The customer stated that the device has not been dropped or downloaded. A request was made for the return of the supspect device and replacement product was sent.